Manufacturer narrative:
Device eval summary - device eval of battery charger/modem sn (B)(4) has been completed. Te reported problem (equipment problem during pt set-up) was confirmed. Upon investigation, the battery charger/modem battery board was contaminated. The root cause of the contamination could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the contaminated battery charger/modem. The pt received a replacement battery charger/modem.

Event description:
(B)(6) male pt's nurse contacted zoll customer support to report that the pt's battery charger/modem was not properly charging the pt's battery packs. The pt was provided with a replacement battery charger/modem.